Manufacturer narrative:
(B)(4). Manufactured between january 15, 2014 and january 16, 2014. The device was discarded; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor overinfused. The device was filled with 100 ml nacl and 130ml of fluorouracil. The infusion was expected to last 46 hours; however, it was found to be complete 11 hours earlier than expected. This event occurred during patient use, though patient injury or medical intervention was not reported. Additional information was requested and is not available.